Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: h11 - the provide narrative/data should have included the following statement: the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-90a , UDI: (B)(4), serial: (B)(6), batch: 6853899. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates x-ray imaging revealed migration of all leads. Additionally, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced address the issue.